Event description:
Customer reported an issue with the touchscreen on their insulin pump, which was unresponsive, preventing interaction with the device. The customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer required routine assistance from their daughter and a pharmacist for insulin correction. Technical support provided troubleshooting instructions, and despite attempts to reset the pump, it remained unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.